Event description:
It was reported that procedure was cancelled. The target location was located in the subclavian vein. General anesthesia was used. A zelantedvt clothunter and angiojet ultra system console were selected for a thrombectomy procedure. During the procedure, while the angiojet console was in powerpulse mode, fluid flow back occurred. Fluid was collecting the in the collection bag. The catheter was removed, and the console mode was switched to thrombectomy and the catheter was re-primed. However, when powerpulse was restarted, a check saline supply error message occurred. The catheter was exchanged for a new device, same model. Four attempts were made to prime this catheter but they were unsuccessful. As a result, the procedure was cancelled.